Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Hospital policy.

Event description:
It was reported that patient's right wrist was revised due to non-union and a broken plate. Rep reported that further information is not available due to hospital policy.